Event description:
It was reported that the customer's bg value displayed as 'high' on the continuous glucose monitor (cgm). Cause was related that intermittent occlusion alarms that occurred between (B)(6) 2022. Reportedly, the customer changed infusion sets and a correction bolus was delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.